Manufacturer narrative:
The analyzer's serial number is (B)(6) . The field service representative found the o-ring was missing from the reference electrode. He replaced the o-ring and performed tests and checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial na result is 135 mmol/l, and the repeated results were 156 mmol/l and 133 mmol/l. The result of 135 mmol/l was believed to be correct. The sample was repeated because the initial result was considered low.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The alarm trace showed "abnormal probe sucking" alarms, which are indicative of possible poor sample quality. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.